Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2007. It was reported that the patient had her scs system explanted on (B)(6) 2010. The patient had lost a substantial amount of weight since her implant date. It was reported that the ipg pocket site was not tight enough to prevent it from flipping. She reported to her surgeon that she no longer found the stimulator to be helpful and she requested the system be removed. It is unknown if the explanted ipg will be returned to the manufacturer for evaluation.